Event description:
This catheter was being utilized for a contralateral peripheral arteriograph procedure in the left leg when the catheter kinked at the iliac bifurcation. Difficulty was experienced in attempting to straighten the kinked catheter. Various guidewires and catheter manipulations were used in these attempts. However, the attempts remained unsuccessful and eventually the catheter was pierced by the guidewire. Both catheter and guidewire were removed from the pt. There was no reported injury to the pt.